Manufacturer narrative:
Medical device expiration date: unknown. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for breaks off during use pe & expired product on lot # 2039052. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle, breaks off during use pe & expired product) was captured and addressed appropriately no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that consumer used expired product and the needle broke off in his stomach with a bd pen ndl 31g 8mm. The following information was provided by the initial reporter: it was reported that needle broke off during use. Product is expired. Stated he does not know if the needle broke off into his stomach or not. Consumer stated he called his doctor this morning and is waiting for a call back. Advised consumer that I would follow up with him. Further advised consumer that the product he is currently using is expired and that bd test's the product and it's function for 5 years. Additionally, on 2020-06-15 the bd sales consultant provided the following additional information: consumer stated he went to his local urgent care and they did not find any needle in him.